Manufacturer narrative:
The product had expired; customer did not return product. Presence of the s antigen on cell #1 was confirmed through review of the DHR.

Event description:
Customer reported unexpected negative reactions with cell #1, heterozygous s cell of panocell - 16, when testing with anti-s. Testing performed with another heterozygous s cell on a panocell-10 using the same anti-s antisera resulted positive.